Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.